Event description:
The lead was explanted due to a report of loss of sensing and capture. Explant method: intravascular, superior, femoral technique/tools: direct traction, bird workstation no complications. Device analysis is provided.